Event description:
A 15.8 x 14 x 12 mm unruptured left para-ophthalmic aneurysm was treated in 2003 with four boston scientific gdc platinum coils and eight microvention hydrocoil embolic system (hes) platinum / polymer coils. There was some difficulty deploying the coils through the stent and it was decided to complete the embolization procedure at a later date. Seven months later pt presented with confusion and loss of memory. Pt diagnosed with hydrocephalus. A shunt was placed in 6/2004. Visual and balance symptoms persisted. Aneurysm was re-treated in 6/2004. Parent artery occlusion was selected using multiple boston scientific gdc platinum coils. In 7/2004 CT scan at another hospital revealed hydrocephalus. Pt discharged in stable condition. Physician does not attribute hydrocephalus to embolization coils.